Event description:
It was reported that the customer fell in the pool causing the insulin pump to crack. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. The device also had a cracked case at the corner display window. Further testing was not performed due to the blank display.